Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (2 mg at 0.41392 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the subject went into the office with wound dehiscence anteriorly and possibly pocket infection on (B)(6) 2018. It was noted the entire system was explanted and not replaced on (B)(6) 2018. The device disposition was unknown. The event was not related to the device or therapy and possibly related to the implant procedure. The patient's weight was (B)(6). The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical diagnosis was updated to staph ylococcus aureus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.